Manufacturer narrative:
Film evaluation summary: the exact cause of the reported distal type I endoleak could not be determined from the films provided. Pre implant films and images during implant were not available for review. CT¿s from 1 month and 14 months post-implant revealed that the right limb extension was positioned into the proximal portion of the right common iliac artery. Both film studies revealed ~2 cm of right limb distal seal length; the end of the limb was ~7 cm above the right hypogastric. A small amount of contrast was seen outside the distal right limb. Although sac pressurization from the marginal right limb seal cannot be ruled out, no contrast was seen within the aaa sac from the right side or any other source. There appeared to be disease progression at the proximal seal, with neck dilatation from 25 mm to 29 mm just below the renal arteries; however, no proximal type I endoleak was observed. A short purchase of the right limb into the rcia may have contributed to the possible distal type I endoleak. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided for this case. The physician elected to treat the distal type I endoleak with an endurant 16x16x124 iliac limb. The distal type I endoleak was resolved. The patient is fine. Per the physician the cause of the distal type I endoleak was due to the patient¿s anatomy; disease progression.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the treatment of an abdominal aortic aneurysm. Approximately one year and two months post index procedure, a CT revealed that the patient had a possible distal type I endoleak in the right endurant limb. No intervention was performed. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.